Manufacturer narrative:
Manufacture report number: 2016493-2019-00683 is the 8100 device.

Event description:
It was reported that an anesthesiologist initiated a bag of milrinone lactate in 5% dextrose 20 mg/100 ml, and noted it was infusing faster than expected. He stated that the IV tubing "was not fully occluding," even though they were using the alaris pump. The infusion was stopped and the devices sequestered upon discovery. No patient harm was reported.

Manufacturer narrative:
The customer¿s reported issue that a bag of milrinone lactate was observed infusing faster than expected was not replicated during the investigation. However, the investigation identified two possible causes; the silicone segment section had its wall dimensions found to be out of specification and there was programming of drug calc with different concentration than was programmed for the milrinone lactate. The pump module had no existing malfunctions and the system infused within specification during testing which had the disposable installed as the design intends. A time was not provided by the customer. The log review found the programming of the drug milrinone lactate with a concentration at 20mg/100ml (drugid=256) was programmed twice on the reported incident date (B)(6) 2019. Although the reported customer observed event was not confirmed during testing and the root cause was not definitively determined, there were two probable causes identified during the investigation. The identified non-uniform wall thickness in the silicone segment component may lead to non-uniform tubing collapse. This, along with orientation of the wall thickness uniformity while the set is loaded in a pump module, can contribute to a failure to fully occlude the line. The drug calc programming performed may have been a contributing factor where the rates were high at 765ml/h and 574ml/h versus the programmed milrinone lactate ran at 11.5ml/h and 15.4ml/h.

Event description:
It was reported that an anesthesiologist observed a bag of milrinone lactate infusion (in 5% dextrose 20 mg/100 ml) infusing faster than expected. Although the set was loaded in the module, the tubing was not fully occluded. The infusion was stopped and the devices sequestered upon discovery. No patient harm was reported.